Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole adjacent to the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was first inflated at 6 atmospheres. Then on the second inflation at 6 atmospheres, it was noted that the contrast media was leaking. The device was removed from the patient and it was found out that there was a pinhole on the balloon due to calcification of the lesion. No segment of the balloon was detached inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion. The balloon was first inflated at 6 atmospheres. Then on the second inflation at 6 atmospheres, it was noted that the contrast media was leaking. The device was removed from the patient and it was found out that there was a pinhole on the balloon due to calcification of the lesion. No segment of the balloon was detached inside the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.